Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial#(B)(6), implanted: (B)(6) 2020, explanted: product type lead product ID 977a260 lot# serial#(B)(6), implanted: (B)(6) 2020, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stimulation wasn't centered or balanced any longer. The patient had 80% stimulation on the left and 20% on the right side of his body. The patient also reported that he had too much stimulation down both legs, more on the left as well. As of 2020-10-23 the stimulation seemed to be 90/10. It seemed to be changing more so often. The patient didn't know why. The patient also reported that he had an increase in anxiety for some reason as well as more pain. The issue was not yet resolved. The patient reported that there were no surgeries or procedures done that might have caused these issues. The intensity was set to 5.2 and rate was 500.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2020; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2020; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4); ubd: 06-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that starting about 3 weeks ago, patient started feeling a stimulation different than what they're used to. Patient said his dr. Told him as time goes by the lead will heal into place as scar tissue forms, and patient feels like his top lead is being drawn towards the left side of the body or somehow it's shifting stimulation all the way to the left side of the body. Patient said maybe about 4 inches below his heart down , down the left side of his leg is where he gets about 80% of the stimulation, and he only has about 20% stimulation on his right side. Patient said he needs to bring the stimulation higher up in his legs/lumbar region, and have stimulation balanced out. Patient said when he's in pain he will turn stimulation up to where he needs it but when he gets to higher settings it gets kind of hard for him to walk, he calls it "spaghetti legs". Patient said he only has group a, and has tried adjusting available settings and this didn't resolve issue. Patient to follow up with medtronic representative for re-programming.